Manufacturer narrative:
This part is a multi-pack containing 4 set screws with part# 5540030. This part is not approved for use in the us, however, a like device with part# 5540030 510k# k113174 and upn (B)(4) is approved for the market use. Product analysis: screw # 1 visual, functional and microscopic inspection confirmed the set screw was returned without any obvious physical failures. A microscopic review of the node on the face of the set screw does not reveal any witness marks. There did not appear to be any obvious signs of wear from the movement of the rod in between the saddle and set screw node. In fact, the set screw does not appear to be used. A functional test of the set screw threads did not reveal an issue that would keep the set screw from tightening down into a sample mas. At this point, there does not appear to be an issue with the set screw. Functions as intended. Screw # 2 visual, functional and microscopic inspection revealed crest and flank damage on some of the threads of the set screw. The damage done is not enough to affect the threading into a sample mas screw. This type of damage appears to have caused from repeated tightening and loosening. Screw # 3 visual inspection confirmed only the break off section of the screw was returned. Screw # 4 visual inspection confirmed only the break off section of the screw was returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: scoliosis procedure: posterior correction fixation on th4-l3 it was reported that intra-op, the transverse hook of t4 right side was placed, and when final tightening was attempted the set screw idled and could not be broken off. Procedure was completed successfully with the new set screw and hook. There was an unknown delay in overall procedure time as a result of the event. Patient came in contact with the product. No patient complications occurred as a result of the event.